Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. The customer was recommended to update to the latest software version, perform a complete calibration and verification, and then observe the unit for a period of 72 hours. If any issues arise, then download and send the log files. Vyaire medical was not able to determine the root cause as failure is no longer reproducible. No failure codes visible on the logs as well. Unit is not accessible as per customer. Once they got access and if any issues pops up while performing the verification checks, they will contact us.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. The customer provided the log files for analysis and there are no technical failure present. No root cause has been determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported a problem of freeze screen with bellavista 1000e during ventilation with a patient. The touch screen did not respond to touch. The ventilator was removed from the patient and another ventilator was used. No patient injury was reported. After rebooting the unit, the problem seems to be solved and the touch screen is responding again to touch. The ventilator is working again as intended.